Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75% stenosis degree) in a moderately tortuous part of the mid sfa. The device could not pass the lesion. After several attempts another pulsar-18 t3 was used to finish the procedure.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75% stenosis degree) in a moderately tortuous part of the mid sfa. The device could not pass the lesion. After several attempts another pulsar-18 t3 was used to finish the procedure.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.